Event description:
Patient's family member called in 2002 alleging the patient's surestep meter was reading inaccurately erratic. Family member stated patient felt tired and bloated throughout the day. They do not remember what the readings were, only that they were on the low side. They stated the patient's sugars have been erratic. Patient began feeling ill and the paramedics were called (unknown what time). When they arrived they obtained a reading of 228 mg/dl. At the hospital the reading was lower than the emt's reading. At the hospital they discovered the patient's triglyceride count was 9000. They stated their main concern was the patient's triglyceride and cholesterol levels. The patient stated their diagnosis was "hypoglycemia and dka", reporter asked if they were sure, because this conflicts with the fact that dka is associated with high blood sugars, they said they were sure. Family member stated their doctor in the hospital said, "patient's illness had nothing to do with insulin amount taken or the meter." No further information has been reported.